Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was noted to have a possible fracture. The lead exhibited noise and oversensing which resulted in an inappropriate shock to the patient. The lead also exhibited high rv pacing impedance measurements of greater than 2000 ohms. The lead was programmed off at that time. No further interventions have been performed. No adverse patient effects were reported.